Event description:
It was reported when using the bd pyxis medstation es system the bioid failed and user unable to login. Even after keying the password the device was requiring a witness. Rebooting the device did not help. The customer added that there is a case starting soon, so they need to pull medications. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-dec-2022 to 02- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware testing application was not launching, and the hard drive needs to be replaced. The field service engineer replaced the hard drive, configured wsus/ntp/windows/rss settings and configured drawers to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the hardware testing application was not launching, hard drive needs to be replaced. The field service engineer replaced hard drive, named device, configured wsus/ntp/windows/rss settings and configured drawers to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system bioid failed and user unable to login. The customer added that they were unable to retrieve medication to the patient. However, there were no adverse events or injuries reported based on this event.